Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4). The subject device was sent to an independent laboratory and microbiological testing on the scope was conducted. As a result of the test, lawn-like growth of pseudomonas aeruginosa was found at the instrument channel, air/water channel, and distal end of the subject device. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, pseudomonas aeruginosa was detected from the sample of the instrument channel of the subject device. There was no patient infection associated with this event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) sent the subject device to an independent laboratory, and microbiological testing on the scope was conducted. As a result of the test, 1 cfu of mesophilic aerobic bacterium were detected from air/water channel of the subject device. Furthermore, enterococci and bacillus species were detected form the sample swabbed and collected from the distal end of the subject device. Then the subject device was sterilized and microbiological testing on the scope was conducted again. As a result of the test, no microbe was detected. The device referenced in this report has been inspected by (B)(4). During the inspection, the followings were confirmed. Air leak at the venting connector of the water resistant cap. Chipping at the light guide lens. Damage at the glue of objective lens and light guide lenses. Damage on the distal cover. Chipping on the glue of bending rubber. Insufficient angulation. Too much play at the angulation control knob. Cut inside the suction channel. Broken remote switch 1. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be conclusively determined, but the condition of the damaged device might affect to insufficient reprocessing.